Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: pump reboot events were observed in the black box beginning on (B)(6) 2013. Moisture was evident behind the display lens. Due to internal moisture contamination, the pump powered on with no audible tone or vibration alerts. There were battery compartment cracks observed in the thread area and below the grip pad. The pump case was cracked in the corner of the display area. The pump was exercised for 24 hours with no power issues or alarms duplicated. During investigation all keypad buttons were intermittently responding. Contamination was found underneath all of the keypad button contacts. The display screen was dim and discolored.